Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 136 mg/dl. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer also performed self test and it was passed. Customer states alarm recurred again after 8 days and also battery failed alarm. The insulin pump will not be returned for analysis.